Event description:
Patient reported right breast looks uneven now and the shell has degraded/ ruptured. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.